Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No unexpected restart alarms were noted. The pump was received with a displayable history crc alarm in the history file, which was due to a corrupted history file. The pump was received with a broken battery cap, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a cracked/damaged battery cap. A crack was also visible in the battery insertion slot. The insulin pump alarmed unexpected restart and displayable history check failed on startup. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.